Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded shock impedance of 200 ohms. Technical services (ts) reviewed the device data and discussed the shock impedance has measured in the range of 100 to 205 ohms since implant. Potential causes were discussed and it was mentioned that a subcutaneous electrocardiogram (s-ECG) showed small signals amplitude in primary vector. It was advised to perform x-ray to assess system placement as the highest shock impedance value measured 215 ohms, which is high out of range and could be related to steady weight gain and system placement. Further recommendations were provided. The s-ICD system remains in service. No adverse patient effects were reported.